Event description:
A nurse reported that when an ophthalmic laser probe was used before vitrectomy surgery, red spots appeared black, and the tetra spot laser could not be used. The surgery was completed on the same day using another probe and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).